Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: does the needle detach from the suture during surgery? Yes. Does the suture break and also does the needle break in pieces during surgery? No. What is the name of the procedure? Cvs. What is the event day? Unknown.

Event description:
It was reported that a patient underwent a cvs on an unknown date and suture was used. During the procedure, the needle detached from the suture. There were no adverse patient consequences reported. No additional information was provided.